Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source displays and error code e103 - clv lamp ignition failure error. The issue was observed during preparation for use for unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed/reproduced. The unit was inspected, and the following was revealed: the fan was running within standard; lamp had sufficient heat compound; and the igniter was firing normally. The non-olympus lamp life meter was reading below 50 hours, light intensity output was measured within range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.